Event description:
It was reported that the user and a trainer performed a preventive factory reset of the ilet system after the pump maladapted in the first week due to incorrect meal size announcements, and the trainer confirmed no adverse events. No reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education conducted by the trainer. Investigation of this case revealed user-related meal announcement errors that led to suboptimal algorithm adaptation without device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and use error related to meal entry were the most probable cause, mitigated through retraining and factory reset.